Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's right ventricular (rv) lead revealed high capture thresholds. The cause of the high capture thresholds was unknown. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.